Event description:
The affiliate reported that when making the second of two burr holes, the perforator failed to stop and plunged, causing the patient extensive damage.

Manufacturer narrative:
It has been communicated that the device and or lot number is not available for investigation. With the device and or lot number, codman is unable to conduct a proper investigation. If at some point the device and or lot number does get returned, the complaint will be re-opened and investigated. Based on this information, this complaint is considered closed. Trends will be monitored for this and similar complaints. Device not returned.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They¿ve been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.